Event description:
Listen clear falsely markets their amplified hearing devices as an FDA approved hearing aid. They charged me (B)(6) for one ¿hearing aid¿ and when I received the device and realized it was not a hearing aid they refused to refund my money and continued to debit my card each month for the (B)(6) payment. I finished paying in (B)(6) 2019. The device I ordered was for my father who was not able to use it as a hearing aid and it barely worked as an amplified sound device. No amount of complaints or calls or anything else worked with listen clear. They continue to this day (google it) to market their garbage as hearing aids which are clearly not a medical device and certainly not approved by FDA. How is this possible? This was a complete waste of money and time and I wonder how they continue to be in business when both their sales force and public advertising continues to state this is an FDA approved hearing aid. I have complained to the (B)(6) in my area to no avail and since they are not in my state the negative ratings do nothing to affect their business in marketing their garbage as FDA approved devices. Are you going to do something or not? I can get a picture if needed. FDA safety report ID # (B)(4).